Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they had replaced the bezel that has bad harness, that causes error 210.5020 replaced broken front case. A review of the device history record for sn (B)(4) was performed from 10/08/2012 to 08/19/2019 and confirmed that this device was previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device. Additional comments: na additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Alarms for no apparent reason- 07/23/2019 13:33:45 rfc_repairs (rfc_repairs) po for $365. Keeps alarming channel error.